Manufacturer narrative:
The customer contacted a siemens customer care center. The customer reported that quality controls (qcs) recovered outside of acceptable ranges prior to running these patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse ran all service method tests (smts) for sever 3, determined that sample probe 3 mixer malfunctioned, and replaced the mixer. Then, the cse ran alignments, qcs, quick check, and smts; the qcs and smts recovered acceptably. Siemens further investigated the issue and determined that the malfunctioned mixer caused poor sample mixing, which contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.